Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended when checked afterward. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/ acquire scans task and caused a 5-10-minute delay to the surgery. It was reported that navigation and imaging device were not communicating. Issue was resolved by rebooting the system and replacing the ethernet cable. The surgery was completed with navigation and there was no impact on patient outcome.